Manufacturer narrative:
Information references :the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-41, lot# v585175, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-41, lot# v585175, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient never had therapeutic effect. The patient just had their original implantable neurostimulator (ins) and leads replaced in (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. On (B)(6) 2014 additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. It was later reported that the patient's device wasn't working as well as she had hoped and she wasn't getting very much therapeutic benefit. This had always been the case with the device system, but she didn't know what expectations to have. The patient had two programming sessions so far and had another appointment to try a different program in a week. A patient reported that they fell and hit their head and had head aches and were feeling faint. This information was ruled out as being unrelated to the device or therapy, during the report. The new system is better, according to the patient, and it seems to work, but is not satisfactory. The patient said they have been ill on occasion so they have not kept up with their tracking. Stimulation sensation with the new system is more like a "bump" instead of a "flutter". They were instructed by the hcp to keep the device turned off for two weeks and then turn it back on and try different programming. The hcp also told the patient that one of their "leads" was broken, possibly meaning electrodes. The patient said they were turning the ins back on (B)(6) 2016 and will follow up with hcp.

Event description:
Additional information was received from the patient. They reported that the therapy wasn't working for about 6 months or so after received the second implant. Patient also said that about 10 years ago was told to turn the implant off, which patient said they did. Patient doesn't have the patient programmer anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.